Event description:
It was reported that during a laparoscopic distal gastrectomy procedure, the device loading a gold cartridge was fired on the gastric body at the 1st firing. When the device was removed, oozing occurred from the cut end. Although the oozing site was held with gauze, but it did not stop, so an electrical scalpel was used to stop the oozing. After that, the same device loading a gold cartridge was fired on the other position of the gastric body after waiting 30 seconds prior to the firing. Immediately after the firing, the fired site had no problem, but oozing occurred as well after a while. The oozing was stopped with an electrical scalpel. Then, the device loading a blue cartridge was fired on the jejunum at the 3rd firing and the clamped jejunum fell off the jaws before opening. Also, oozing occurred again. Eventually, endo-gia was used to complete the case. The amount of bleeding was unknown, but blood transfusion was not required. The oozing of the 1st firing did not completely stop until the end of the operation, the site was additionally sutured endoscopically. The deployed staples seemed to be properly formed. The target tissues were slightly thin. There was no unexpected resistance in closing, firing and opening. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Nicked knife. The analysis found that one sc60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.